Event description:
A (B)(6) distributor contacted zoll customer support to report that a male (B)(6) pt's device was alarming constantly. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms ) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The front pulse wire in the trunk cable was open, causing the reported alarms. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.